Event description:
The customer reported that the 9600 system locked up and would not x-ray during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power cord was repaired during the service call. The system was tested and found to be working as intended and put back into service.